Event description:
It was reported that pump displayed malfunction alarm malf 06 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, and was provided replacement pump as backup therapy while technical support arranged shipping details and instructed on transport and return of malfunctioning pump.